Event description:
User reports an issue with discrepant calcium pt results. Thirty-five pt examples provided, all repeated results performed on a different analyzer. Pt 1, initial result 8.3 mg/dl, repeat 9.5 mg/dl. Pt 2, initial result 7.0 mg/dl, repeat 7.8 mg/dl. Pt 3, initial result 8.2 mg/dl, repeat 9.2 mg/dl. Pt 4, initial result 8.1 mg/dl, repeat 9.0 mg/dl. Pt 5, initial result 8.6 mg/dl, repeat 9.4 mg/dl. Pt 6, initial result 8.7 mg/dl, repeat 9.5 mg/dl. Pt 7, initial result 8.3 mg/dl, repeat 9.3 mg/dl. Pt 8, initial result 8.5 mg/dl, repeat 9.3 mg/dl. Pt 9, initial result 8.6 mg/dl, repeat 9.5 mg/dl. Pt 10, initial result 8.2 mg/dl, repeat 9.0 mg/dl. Pt 11, initial result 8.2 mg/dl, repeated twice gave 8.4 and 9.2 mg/dl. Pt 12, initial result 8.0 mg/dl, repeat 9.2 mg/dl. Pt 13, initial result 8.4 mg/dl, repeat 9.5 mg/dl. Pt 14, initial result 8.7 mg/dl, repeat 9.7 mg/dl. Pt 15, initial result 8.1 mg/dl, repeat 9.1 mg/dl. Pt 16, initial result 8.1 mg/dl, repeat 9.3 mg/dl. Pt 17, initial result 7.5 mg/dl, repeat 8.4 mg/dl. Pt 18, initial result 8.3 mg/dl, repeat 9.2 mg/dl. Pt 19, initial result 8.5 mg/dl, repeat 9.4 mg/dl. Pt 20, initial result 8.2 mg/dl, repeat 9.0 mg/dl. Pt 21, initial result 8.0 mg/dl, repeat 8.9 mg/dl. Pt 22, initial result 8.1 mg/dl, repeat 8.9 mg/dl. Pt 23, initial result 8.7 mg/dl, repeat 9.5 mg/dl. Pt 24, initial result 8.1 mg/dl, repeated twice 8.3 and 9.0 mg/dl. Pt 25, initial result 8.4 mg/dl, repeat 9.3 mg/dl. Pt 26, initial result 8.3 mg/dl, repeat 9.1 mg/dl. Pt 27, initial result 8.3 mg/dl, repeat 9.1 mg/dl. Pt 28, initial result 8.6 mg/dl, repeat 9.5 mg/dl. Pt 29, initial result 7.6 mg/dl, repeat 8.7 mg/dl. Pt 30, initial result 7.5 mg/dl, repeat 8.4 mg/dl. Pt 31, initial result 7.6 mg/dl, repeat 8.5 mg/dl. Pt 32, initial result 8.2 mg/dl, repeat 9.1 mg/dl. Pt 33, initial result 7.1 mg/dl, repeat 7.9 mg/dl. Pt 34, initial result 7.4 mg/dl, repeat 8.3 mg/dl. Pt 35, initial result 8.6 mg/dl, repeat 9.4 mg/dl. The erroneous results were reported, the pts were not adversely affected. The field svc rep determined a faulty vacuum solenoid valves to be the cause and replaced solenoid valves and the rinse mechanism tubing. He also repaired a leak in the vacuum manifold tubing. Performance tests performed which were within spec.